Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Performed service and repair functions as per (B)(4). Reviewed service history. Attach box label, (B)(4), and electrical safety. The unit was evaluated and the reason for return: " when the red pedal is pressed to bring pressure down the pump is not responding" could not be duplicated, to bring pressure down, the blue pedal needs to be pressed. Per (B)(4), replaced worn fingers on complete pressure adjusters (preventive maintenance) with tip replacement kits. Also replaced broken right hinge on suction safety cover. The unit passed all diagnostic tests, functional tests, and is fully operational.

Event description:
It was reported that an fms duo+ pump pressure was reading high after a surgery. When the red pedal is pressed to bring down the pressure the pump will not respond. When the foot pedal is disconnected the pressure would come down. Fluid spilled over the unit also. It was suggested that fluid went into the equipment also. Another set of accessories and tubing was used and the same issue occurred. There was no report of patient harm or surgical delay. A different machine was used for subsequent cases.